Event description:
The customer was hospitalized for low bgs due to over delivered. The nurse stated that the customer has been experiencing extremely erratic high and low bgs. Performed a self-test and reviewed settings and histories in the pump with no significant findings. The high-pressure test passed. It was reported that the customer has been hospitalized for almost three weeks with bgs out of control. Advised nurse and customer to discontinue the pump use unitl replacement arrives.